Event description:
Journey ii femoral impactor which had the pegs on the plastic insert brake. The impactor (74012812) and plastic insert (74011821) broke.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned femoral implant impactor indicated minor scratches near the bumper attachment holes and to the arm cover. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A functional evaluation attaching the mating part was successful. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.